Event description:
During cochlear implant surgery, the surgeon reportedly encountered a cerebrospinal fluid leak and the patient was subsequently admitted to the hospital for 23 hour observation. The patient was prescribed 250mg/5ml of keflex. The device remains in-situ.

Manufacturer narrative:
(B)(4). Implanted device remains.